Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. The lead was partially capped. The superior vena cava (svc) lead portion of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-58 lead (B)(6) 2005; 4193-88 lead (B)(6) 2007. (B)(4).